Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during appropriate detection and therapy delivery for a vt episode, double counting of the qrs complex was observed. Programming changes were made. Device will be monitored.